Manufacturer narrative:
Manufacturing site: (B)(4), registration number: (B)(4). The fielder xt guide wire was returned for evaluation. The coil was elongated for approximately 660mm distal to the proximal solder that was originally located at 160mm from the tip and was fractured. Fragments of the stretched and torn outermost polymer jacket were found sporadically on the coil. The core was fractured at approximately 136mm distal to the proximal solder. Microscopic observation revealed that the fracture end of the coil was necked, which was a trace of fracture due to tensile force. The fracture end of the core was also necked. A trace of solder was found proximal to the fracture end. Observation of the coil fragment that had been left in the concomitantly used guiding catheter revealed that the coil fragment was elongated for approximately 1080mm and fractured. Fragments of the stretched and torn outermost polymer jacket were also found sporadically on the coil fragment. Microscopic observation of the fracture ends of the coil fragment revealed that both fracture ends were necked. A trace of solder was found on one of the fracture ends. It was identified that the core and coil were fractured at approximately 25mm from the tip where the mid solder was originally located. How much of the polymer jacket was missing could not be identified. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that tension generated with wire removal had most likely contributed to the observed fracture on the returned fielder xt guide wire. The applied stress would localize and exceed the product design limit when the tip was being trapped by the tortuous calcified lesion. Further applied tensile stress generated with removal made the coil and the polymer jacket break apart, separating the tip. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. [Malfunction and adverse effects] separation of the guide wire.

Event description:
It was reported that the asahi fielder xt guide wire was trapped in the lesion when used with asahi corsair pro microcatheter during a percutaneous coronary intervention (pci) to treat a partially tortuous and heavily calcified chronic total occlusion (cto) in the left anterior descending coronary artery (lad) #6-8. Attempts to advance the microcatheter failed. Proximal dilatation with a balloon catheter to advance the microcatheter also failed. During removal of the two devices, the guide wire was fractured. The guide wire was pressed against the lumen of the distal segment of the concomitantly used guiding catheter by balloon dilatation and removed together with the microcatheter from the patient anatomy. It was presumed that an approximately 3cm of the distal segment of the guide wire was left in site with its partially elongated coil in lad #6. The physician decided that the fragment could not be retrieved and completed the procedure. There were no adverse patient effects associated with this event.